Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite to evaluate the customer's device. The fsr discovered that display assembly was faulty and replaced the electronic panel. The fsr performed calibrations and testing, the unit meets manufacturer's specification. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the touchscreen has visible fluid within the assembly. The customer reported the ventilator boots up, but the icons will not change and the screen is locked up. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The reported complaint was able to be confirmed and duplicated. There was visible water ingress. This issue will be internally investigated within vyaire.